Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received unexpected alarms and reported the motor was not working properly and then working loudly. The customer also stated that the pump was over delivered the insulin. The customer also reported displacement verification test failed and had an insulin leak. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using of the insulin pump and will be returned for analysis.

Event description:
Pump was returned for failure analysis.

Manufacturer narrative:
S/w ver 4.11d. Retainer = black. Case type = ngp. The customer alleged the pump is over-delivering, the motor is loud and not working properly, unexpected alarms, fails displacement test, and insulin leaks found on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08710 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No motor anomaly or noisy operation, unexpected alarms, leaky reservoir, or over-delivery anomaly noted during testing. A review of the pump history file reveals the following no delivery (insulin flow blocked) alarms for march and april 2023: 03/17/2023 13:35:42 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. 03/20/2023 17:55:38 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. 03/31/2023 05:55:50 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. 03/31/2023 06:14:08 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. 03/31/2023 06:31:51 alarm alert notification (40) fault number: no delivery (7) during a cannula fill delivery. 03/31/2023 06:38:20 alarm alert notification (40) fault number: no delivery (7) during a basal delivery. 03/31/2023 07:11:34 alarm alert notification (40) fault number: no delivery (7) during a cannula fill delivery. 03/31/2023 07:28:10 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. 03/31/2023 07:29:48 alarm alert notification (40) fault number: no delivery (7) during a basal delivery. 03/31/2023 07:32:07 alarm alert notification (40) fault number: no delivery (7) during a cannula fill delivery. 03/31/2023 11:18:50 alarm alert notification (40) fault number: no delivery (7) during a cannula fill delivery. 04/30/2023 17:31:26 alarm alert notification (40) fault number: no delivery (7) during a bolus wizard delivery. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, serial number label peeling, and pillowing keypad overlay. The pump passed all functional testing. Unexpected pump alarms complaint is not confirmed. Over-delivery anomaly, drive/motor anomaly, loud motor operation, failed displacement test, and leaking reservoir are all not confirmed. Please see below for the following programmed bolus deliveries for the event date, 4/24/2023: 04/24/2023 02:55:35.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.1 bolusamountdelivered = 1.1 04/24/2023 07:13:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8 04/24/2023 08:28:40.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 04/24/2023 13:31:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4 04/24/2023 16:05:31.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.1 bolusamountdelivered = 0.1 04/24/2023 17:14:22.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4 04/24/2023 18:12:38.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4 04/24/2023 21:06:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.5 bolusamountdelivered = 4.5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.